Event description:
Attempted removal of the catheter, catheter seperated, with approximately 1/2 of the catheter length remaining in the patient. Portion remaining in the patient was surgically removed. Both poirtions to be returned to the manufacturer. Device failure resulted in need for additional surgical proceduredevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.